Event description:
A review of cta¿s from 12 years post-implant revealed that the aneurx bifurcate is currently positioned approximately 1cm below the lowest left renal. The proximal neck is currently angulated 30deg l-r and 50deg a-p. The neck diameter is 21mm just below the left renal, and 27mm at the stent graft proximal margin. The ipsilateral limb was positioned within the right common iliac artery, and the contra limb within the left common iliac. Contrast is seen in the proximal sac from a likely proximal type I endoleak. There is good distal sealing bilaterally. The current max aaa diameter is approximately 5cm. Both limbs are patent. No other stent graft issues are observed. The cause of the aaa expansion appears likely due to the proximal type I endoleak. The cause of the endoleak is unknown; earlier post-implant images were not available for return. May be due to disease progression; neck dilatation.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient has been followed for several years. Currently, the aneurysm has increased from 4.6 cm to 5.2 cm in diameter. Additional cuff treatment was attempted but current neck anatomy would not allow. No additional clinical sequelae were reported and the patient is being monitored.

Event description:
The patient is elderly and the aneurysm is not that big, so there will be no treatment at this time. The physician is monitoring the patient.